Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter occurred after use with a bd microtainer® sst¿ . The following information was provided by the initial reporter, "after used, clear liquid fm was in the tube."

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for clear liquid fm with the incident lot was not observed. It is not possible to determine from the photo provided if there is a clear liquid fm in the tube as the tube is filled with blood and the barrier gel can be observed at the bottom of the tube. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to clear liquid fm as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that foreign matter occurred after use with a bd microtainer® sst¿ . The following information was provided by the initial reporter, "after used, clear liquid fm was in the tube."